Event description:
It was reported that during an open lower anterior resection procedure, the device was slid down to the intended transection site and the retaining pin was posted, but the device could not be closed. A new cartridge was loaded and, the device was repositioned and closed. The device was then re-opened for adjusting position, but it was found that the clamped site was found to have unformed staples and the bowel was not transected. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/17/2008. Info anticipated, but unavailable at this time.